Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents within specifications. The device was unable to prime during the prime test as a result of a protruded/loose drive support disk. However the device passed the displacement test. Unable to confirm motor error alarm. The motor passed the motor test. The unit had scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube and lip.

Event description:
The customer reported that the insulin pump alarmed motor error during bolus. The blood glucose reading was 115mg/dl. Troubleshooting was performed, and no damage to the drive support noted. Assisted the caller to run a displacement test and passed. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.